Event description:
It was reported that when the device was used during a right hemicolectomy procedure, once it was fired, there were malfunctioned staples midline, 2cm long. They had to oversew the staples and there was no reported patient consequence.